Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during excision of mediastinal lesion and thoracoscopy, the surgeon used the device to perform retraction during excision of mediastinal lesion. At that time, the surgeon approached the product in a very bad direction while retracting the lung, a part of the articulated part got broken, and a part of the fragments fell into the thoracic cavity. The surgeon removed the fallen part and made the product back to the original shape, after that, he/she continued the operation and completed the operation without problems. The surgeon who used the product said that the event was not due to the product, surgeon used it in a wrong way. However, the nurse and the surgeon's assistant were not convinced, they said that the product broke so easily. The surgical time was extended by less than 30 min.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Clevis fixture was broken on both sides of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur because of the instrument being forced beyond it indicated use due to applying excessive stress over the clevis. The plastic clevis was broken from the pin hole; which is consistent with the use of excessive force during the procedure, thus causing the unit clevis to break and the distal end of the handle to partially split open. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.